Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It could not identify a root cause of the reported phenomenon. [Considerations] it was confirmed that the electric board inside the video connector unit of the subject device had no replacement record since the delivery with checking the repair history of the subject device. It was speculated that the video connector unit may be caused by deterioration over time due to repeated electrical stress or environmental stress with long-term use, accidental application of static electricity, or flooding inside the video connector unit and the component on the internal electric board has failed. The components on the electronic board will deteriorate over time as it was continued to be used, and the progress of deterioration will differ depending on the usage environment. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and duplicated the reported phenomenon. Also omsc found that there were scratches, chip and perforation on the bending rubber and there was leakage at the bending section. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device went to the black and white and the noise occurred during the laparoscopic cholecystectomy procedure. The intended procedure was completed with changing to another similar device. There was no patient injury associated with this report.